Event description:
The customer reported the device did not discharge during rescue and the patient passed away.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device did not discharge during rescue and the patient passed away. Additional details have been requested.